Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred one and a half weeks post-operatively following a scalp flap procedure. The surgeon employed an interrupted deep dermal suturing technique. The absorbable suture had been removed from the packing three minutes prior to use. The needles bent during the procedure. The patient's wound dehisced.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of photos concluded that the needles pictured appeared to have bent at the tips. Additionally, a photograph of the wound showed dehiscence. As no lot number was provided, a review of the device history record (DHR) could not be performed. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred one and a half weeks post-operatively following a scalp flap procedure. The surgeon employed an interrupted deep dermal suturing technique. The absorbable suture had been removed from the packing 3 minutes prior to use. The needles bent during the procedure. The wound dehisced the total length of tissue removed was 8cm. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.